Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Visual inspection for the product was performed and it was found that the box was opened from the opposite side of the peel off sticker and the peel off sticker is still intact and sealed. One of the four sides of the outer lid was still sticking to one of the four sides of the outer tray. Rest of the three edges of the outer tray had translucent dry glue from the seal with no gaps. Inner lid is still sealed to the inner tray. Complaint cannot be verified or confirmed as the lid is still attached to the cavity and translucent dry glue on the edges of the cavity indicates that the product was adequately sealed when it left zimmer biomet. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when the implant packaging was opened during surgery, the inner packaging was noted to be loose and already opened. Another implant was used to complete the surgery as sterility could not be assured.